Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: revitan prox. Cylindrical 55; item: 01.00402.055; lot: 13053950. G2: foreign - event occurred in germany. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient was implanted with a revitan system in their left hip on an unknown date. Subsequently, the patient reported felling a 'crack in the left hip when turning sharply to the left'. No fall was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d6a, d6b, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: a1, h6. The following sections were updated: a2, a4, b4, b5, b7, d4, d10, g3, g6, h2, h6, h11. D10: concomitant medical products: desc: biolx opt hd/adpt 12/14 36x0; item: 00-8777-036-02; lot: 3099762. Desc: cable ready gtr cocr cable; item: 00-2232-004-18; lot: 65593159. Desc: cable ready gtr cocr cable; item: 00-2232-004-18; lot: 64888690. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.